Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the patient experienced hypoglycemia (28mg/dl) on (B)(6) 2011. The patient was administered dextrose and their blood glucose level rose to 150mg/dl. The patient was reportedly "stable" until the evening when their blood glucose level dropped to 27 mg/dl. The patient treated with a peanut butter sandwich, regular cola and their blood glucose rose to 68mg/dl before going to bed. The patient is currently working with their healthcare provider to adjust the basal rates and the insulin to carbohydrate ratio.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: review of the black box revealed that there was no available date from the date of the alleged hypoglycemic events due to continued patient use. No pump conditions or alarms indicating a malfunction were recorded in the alarm history or the black box. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.